Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.